Event description:
A patient was moving in bed and the nurse found that the IV tubing fell apart at the connection. The patient had a neosynephrine drip infusing, causing the blood pressure to drop temporarily.

Event description:
A lot number was not provided by the facility and therefore a complete batch record review and traceability could not be performed. To date, the actual sample has not been returned for eval, however, due to complaints of the nature (insufficient solvent used to bond the join), a corrective and preventative action (CAPA) has been opened in our puerto rico and dominican republic mfg facilities in relation to this defect.